Event description:
A literature article reported that an ophthalmic oil was involved in a procedure and patients experienced postoperative hypotony. No further information was expected due to the unlikelihood of obtaining information from the literature document.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: amen nigussie et al " incidence and risk factors for extremes in intraocular pressure after rhegmatogenous" (investigative ophthalmology & visual science jun/2022:63 3445) the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections e.1, h.6 and h.10. No lot code or sample was provided by the customer. All compounding, pre-processing, filling, and packaging records are subjected to 2 independent reviews. A single, normal level I iba ansi z1.4 for attributes is performed for every lot manufactured. The process includes a review of the following: all chemistry and microbial in-process and finished product results environmental, utility, bioburden, terminal sterilization records sanitization records. All incoming primary components are inspected by quality assurance (qa) and are verified to meet key design criteria via dimensional analysis and attribute inspection prior to disposition. Manufacturing areas are routinely monitored for environmental data. Product is compounded by (1) chemical and thermal extraction, and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. Product 10 ml glass bottles and the stoppers are made from silicone ; the product is filled on line 21. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. The product insert includes the following instructions: outside the sterile field, remove the product vial from the clear polyethylene bag and place it in a stable location. Do not shake the product. Hold the product vial firmly, and remove the aluminum seal and stopper. Within the sterile field, securely place a 20 gauge cannula on a 10 ml syringe hold the vial within reach of the sterile field and aseptically introduce the cannula fitted into the syringe into the vial and withdraw the product taking care not to introduce air bubbles. Two persons are required for this procedure. After the product has been completely transferred into the syringe remove the 20 gauge cannula from the syringe and dispose of it properly. Securely place a new sterile cannula onto the syringe. The product is now ready to be used. The syringe may be stored temporarily within the cannula pointed upward to allow any air bubbles to come to the tip for easy removal. At the conclusion of the procedure properly discard the syringe and any remaining product based on the literature reported event, a new technique was used during the during post-operative. Results revealed silicon oil and sulfur hexafluoride (sf6) to have statistically significant correlations with acute drops in post-operative pressure (s6mmhg). Unable to confirm the root cause of the complaint condition. No lot code or sample return; therefore, no product specific evaluation can be complete the manufacturer internal reference number is: (B)(4).